Event description:
Caller states patient self treated with juice following result of 79 mg/dl obtained on the aviva system. Thirteen minutes later ,the patient received results of 184 mg/dl and 88 mg/dl within 10 minutes of each other on the aviva system. The following day, the patient self treated with 13 grams of an unknown carbohydrate following result of 84 mg/dl obtained on the aviva system. Twelve later, the patient received results of 77 mg/dl and 131 mg/dl within 10 minutes of each other on the aviva system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.